Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient began to experience intermittent hearing and strange "bubbling" noises with the device. A device assessment was carried out and at the time of the assessment, the recipient had normal hearing. There is no accident or trauma reported and no significant medical history. Re-implantation is scheduled.

Manufacturer narrative:
Conclusions: device investigation confirmed that the stimulator electronics is not working according to specifications. It appears that the device is in an early stage of failure. The malfunction of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Over a certain period of time, humidity may impinge on the electronics and cause damage, potentially leading to complete failure of the circuitry. Additionally, the observed affected channel could not be reproduced and it was temporary also while the device was implanted. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient began to experience intermittent hearing and strange "bubbling" noises with the device in (B)(4) 2018. During device assessment carried out on (B)(4).2018 the recipient had normal benefit. The recipient was re-implanted on (B)(6).2018.